Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 22 days after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. The 30ncm of primary stability was achieved, the patient presented bone type ii, immediate load procedure was performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that 22 days after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. Thirty ncm of primary stability was achieved, the patient presented bone type ii, immediate load procedure was performed and bone graft was executed.